Event description:
It was reported the patient's ipg will not communicate and is inoperable. The patient lost her charger and has been unable to recharge her ipg for several months. A sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.